Event description:
It was reported to boston scientific corporation in 2008 that a jag precursor device was to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure the day before. (Patient age, gender and weight unknown). According to the complainant, while unpacking, a nurse noticed the hydrophilic coating on the tip was dislodged and the center wire was visible. The procedure was completed with another jag precursor device. No patient involvement.

Manufacturer narrative:
A visual inspection of the returned device revealed that a piece of the hydrophilic coating was missing at the distal tip section, exposing the core wire. It was also observed that two cuts were present in the coating. The likely cause of the damaged guidewire coating is attributable to interaction with a sharp object or instrument. A review of the device history record revealed no anomalies. A lot history search revealed no additional complaints against this lot.